Manufacturer narrative:
The number of reports for the complaint changed from (B)(4). Remove the concomitant fields from original complaint. Concomitant device reported as: 6.0mm ti precontoured rod 50mm straight length/400mm (part 04.600.014, lot unknown, quantity (B)(4)). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2016, parts # 498.874 have been reopened per discussion on (B)(6) 2016 and added to complaint. Devices should assessed as not concomitant. In addition, part # 04.600.014 has been newly added. Both parts was initially captured as concomitant. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The hook or screw holder (338.61) is noted in both the uss and the uss vas system technique guides. In each system the device is utilized for placement of screws and hooks in the uss system. The returned holders were examined and the complaint conditions were able to be confirmed in each instance as the threaded tips of both devices were found to be broken off. One threaded tip was returned separate, while the second was found to be retained by a returned screw. No definitive root cause was able to be determined; the failure mode is typically associated with the application of off-axis loading leading to device failure. Two 8.0mm iliac screws (498.874) were also returned without allegation. The returned screws were examined and one was found to have retained the broken threaded tip of a hook or screw holder. Additionally both implants show wear consistent with implantation and explantation. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision): top-level and stem. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments' lot numbers and no material review reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. Additional product code: gdg. Device is an instrument and is not implanted/explanted. Part number: 388.61, synthes lot number: 6526674: release to warehouse date: december 28, 2011. Mfg site: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on may 17, 2016, the surgeon was performing a t10-ilium posterior spinal fusion with synthes universal spine system (uss) on the patient to treat degenerative scoliosis. Near the completion of the case, the surgeon was connecting the left iliac screw to the rod using the rod introduction pliers. He had difficulty getting the rod to persuade into the side opening of the screw. While using the persuader, the inner portion of the stick sheared off and broke. This left the threaded part of the stick in the screw implant. The surgeon removed this implant with a uss rod holder and placed a new screw. The exact same thing happened again. He removed this screw in the same manner. As a result, there was a ten (10) minute surgical delay. The broken device fragments were removed easily without additional intervention. The surgeon recannulated the ilium and placed a new screw in a slightly different trajectory. He was able to connect this screw to the rod successfully. There was no harm to the patient and the procedure was successfully completed. Concomitant medical devices reported: 6.0mm ti precontoured rod 50mm straight length/400mm (part 04.600.014, lot unknown, quantity 1), 8.0mm ti side-opening iliac screw 100mm (part 498.874, lot unknown, quantity 2). This is report 2 of 2 for (B)(4).